Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise exhibited by this ventricular implantable lead. The noise could not be recreated and all lead measurements were confirmed to be good and stable. The noise has been present for some time and the appearance was indicative of diaphragmatic oversensing. The noise caused pacing inhibition; however, the patient was asymptomatic. Ventricular sensing is currently programmed to least.